Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006: the patient presented with a preoperative diagnosis of possible non-union l4-5 with degenerative changes and need for surgery l5-s1. The patient underwent the following procedures: explore previous l4-5 fusion; remove portions of instrumentation at l4-5; revise instrumentation to include instrumentation at s1; fusion l4-s1. No patient complications were no ted. On (B)(6) 2006 : the patient presented with a preoperative diagnosis of degenerative lumbar disc disease l4-5 and l5-s1; nonunion lumbar spine. The patient underwent the following procedures: anterior approach with anterior decompression l4-5 and l5-s1; anterior fusion, l4-5 and l5-s1; application of anterior instrumentation. Per the op notes, at l4-5, the team used curets to punch holes into the endplates above and below, they then placed some cancellous chips tightly into the space. They were going to place a cage, but because of the arterial injury and because they did not wish to have significant traction and because of the space already taken out by the initial graft, they simply rolled a sponge with rhbmp-2/acs and placed the sponge into the space and then covered the area with cancellous chips and gelfoam. At l5-s1 a single size 18 cage was sued and prepared with rhbmp-2/acs and placed in the disc space. The patient presented for an anterior lumbar fusion as part 2 in a planned staged procedure, with revision of his previous fusion planned. His hospital course was complicated by a traction-type injury of his aortic bifurcation intraoperatively, which was repaired. X-rays of the chest were taken. Impression: central pulmonary vascular congestion, interstitial edema; malpositioning of the ng tube. On (B)(6) 2006: CT of the chest was taken. Impression: no evidence of pulmonary embolism; centrilobular and parseptal pulmonary emphysema worse in the upper lungs; bibasilar atelectasis and a very small amount of right pleural fluid; bubbles of free intraperitoneal air under the right hemidiaphragm. On (B)(6) 2006: the patient was discharged home. On (B)(6) 2007 : the patient presented with low back pain just in the area where he had the low back pain for which he had surgery. The patient's pain has gradually became worse. Assessment: exacerbation of back pain in the area where he had a previous surgery; postoperative neuropathy secondary to aortic injury during surgery. On (B)(6) 2007 : the patient presented for physical therapy. The patient reports severe testicle sensitivity and is suffering from erectile dysfunction. The patient has pain in his lower lumbar region and radiates to bilateral hips and episodic left foot pain/numbness. The patient has an antalgic gait with left lower extremity limp. The patient has decreased trunk range of motion. On (B)(6) 2007: the patient presented with low back pain to the left buttock with intermittent left leg pain with stabbing pain in his left great toe and bilateral groin and testicular pain. X-rays of the lumbar spine reveal single lt cage at l5-s1. Lateral views reveal no evidence of bridging bone in his interbody fusion at l4-5 and he has what appears to be non-bridging bone at l5-s1 radiographically. CT scan reveals lucency around his s1 screws particularly on the left side. He has an obvious failed fusion with non-bridging of his facet joints at l4-5, failure of bridging of the interbody fusion at l4-5, and also failure of bridging of the interbody fusion at l5-s1 with a clear lucent line through that area. MRI shows what appears to be a disc injury at the l4-5 level with pristine discs at l5-s1 and l3-4. Lumbar discogram revelas annular injections at l3-4 and l5-s1 with an obvious central disc annular tear at l4-5 consistent with disc injury. Impression: failed fusion at two levels with loose hardware. On (B)(6) 2007 : the patient presented with low back pain. CT scan shows two of the patient's previous fusions have failed. On (B)(6) 2007: the patient underwent a bone density scan. Interpretation: normal bone scan. On (B)(6) 2008: the patient presented with low back pain. The office note stated the patient's hardware has come loose and may need a rod procedure done. The patient had a bone density exam which appeared normal. The patient does have hypogonadism is seeing endocrinology in the near future. Assessment: ventral incisional hernia times two; subopitimal bone healing, secondary to hypogonadism, possibly ventral incision healing; hypogonadism; back pain with disruption of previous surgery, back hardware. On(B)(6) 2008: the patient presented for follow up. The doctor stated at the l4-5 level, there appears to be a free-floating boomerang type bone device present. The doctor believes the disc was never effectively cleaned and therefore it remains free-floating. On (B)(6) 2009: the patient presented for review of his CT scan. He is not clearly healed at l4-5 (B)(6) 2009: the patient presented with continued groin pain, testicular pain, and left leg pain. On (B)(6) 2009: the patient underwent x-rays of the chest. Summary: no acute infiltrates. Stable. On (B)(6) 2010 : the patient presented with pain in low back. Tenderness on exam and has muscle spasms at night. Assessment: sleep disturbances, muscle spasms; hyperlipidemia; bulging lumbar disc; male erectile disorder. On (B)(6) 2011 : the patient underwent a CT of the lumbar spine without contrast. Impression: there is post-surgical change status post posterior and interbody fusion of the l4 and l5 vertebral segments as described. The surgical hardware appears in good position and the fused vertebral segments maintain normal alignment. Right-sided hemilaminectomy defects are identified at the l4 and l5 levels similar in appearance to previous study. There is at least mild to moderate persistent central canal stenosis noted at the l4-5 level; there are diffuse changes of degenerative disc disease redemonstrated throughout the lumbarspine with varying degrees of central canal stenosis and neural foraminal stenosis again identified, unchanged in severity when compared to previous study. There is no evidence of acute fracture or pathologic subluxation. On (B)(6) 2011: the patient presented with elbow pain, especially when he goes to lift things. On (B)(6) 2011: the patient presented for follow up of back pain and pain management. Positive straight leg raising on the left leg that causes low back pain. The patient has mid back pain and over the medial ankles bilaterally. Assessment: epigastric pain; midback pain; sleep disturbances, muscle spasms; lumbar disc disorder with myelopathy. On (B)(6) 2011: the patient underwent x-rays of the abdomen. Hepatomegaly with diffuse increased echogenic texture of the liver can be seen with hepatic steatosis; small indeterminant hypoechoic nodule left lobe of the liver. On (B)(6) 2013: the patient underwent x-rays of the chest. Impression: unremarkable chest with no active disease. The patient also underwent x-rays of the mastoid. Findings: there is abnormal opacification of mastoid air cells on the right suggesting fluid or mucosal thickening. There are also areas of loss of normal mastoid air cell architecture suggesting the possibility of coalescent mastoiditis. X-rays of the sinuses were also obtained. Impression: mucosal thickening in the left maxillary sinus; possible right mastoiditis.

Event description:
It was reported that on (B)(6) 2006 the patient presented with the pre op diagnosis of failed fusion; degenerative disc disease. The patient underwent anterior lumbar interbody fusion with instrumentation procedure at l4-5, l5-s1; repair of aortic bifurcation injury with gortex graft; core patch angioplasty of aorto iliac; posterior suture repair; use of bmp, allograft; use of std str graft. During the procedure an 18 mm x 22 mm x 26 mm lt peek cage was implanted at l5-s1 level. No patient complications were noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2005 lumbar CT post discogram CT images are reviewed. L5 disc shows left sided contrast with some dye radiating posterolaterally. No free dye. At l4 central posterior annular tear is seen with some extension of dye posteriorly into the ventral canal. At l3 again nonconcentric dye distribution is seen on the left at the nucleus/annulus border. Without provocative pain data study is of questionable benefit. On (B)(6) 2005 lumbar x-rays ap and lateral views show placement of l4/5 pedicle screws and interbody graft material. Staples are in place suggesting recent procedure. Specifics regarding interbody graft cannot be determined. On (B)(6) 2006 lumbar CT post discogram CT shows better distribution of contrast at l5 and l3. Dye is also present at l4 adjacent to graft material. Normal dye distribution at l3 and l5 suggests normal anatomy and poor needle placement in the study performed on (B)(6) 2005. Provocative responses were not provided making study of questionable diagnosiic value. On (B)(6) 2006 abdominal x-ray single cage has been placed at l5 since last studies. On (B)(6) 2006 chest x-ray portable supine study of no diagnostic value. Underinflation makes diagnosis questionable. Right lower lobe infiltrate is suspected. On (B)(6) 2006 chest x-ray portable supine study of no diagnostic value. Underinflation makes diagnosis questionable. Right lower lobe infiltrate is suspected. On (B)(6) 2006 chest CT possible right lower lobe infiltrate.